Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. It was indicated that the customer would use backup pump as alternate insulin therapy.

Manufacturer narrative:
The device was received; however, evaluation was not performed. Product cannot be located.